Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6)2018; 5pm with blood glucose of 450 mg/dl. Current blood glucose was 400 mg/dl. The customer experienced vomiting. Customer reported that blood glucose went down to 350 mg/dl and this morning 400 mg/dl. The customer was wearing the insulin pump during the hospitalization. Customer decline troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No delivery anomalies noted. Device received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, keypad overlay scratched, cracked reservoir tube lip and minor scratches on lcd window.